Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. Also received with missing end cap sticker. Unable to verify unexpected restart and low battery alarm due to button error alarm and no button response. No unexpected screen switching on its own during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm, button error alarm, and keypad anomaly. The blood glucose at the time of the incident was 145 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.